Event description:
It was reported that during a navio demo, the handpiece was not working. The registration of the handpiece was working well, but once we reached the reaction step it starts from the beginning before the primary registration. There was a handpiece exposure control motor failure. The handpiece was swapped for its backup to continue without delays. No patient was involved.

Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be mechanical component failure. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.